Manufacturer narrative:
A supplemental report is being submitted for additional information was received. Additional products: d1: controller d4: model#: 1420 / catalog#: 1420 / expiration date: dd-mmm-yyyy d9: no h3: no h4: mfg date: dd-mmm-yyyy h5: no h6: the codes present in section h6 correspond to components/products that comprise the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that when the issue with the controller could not be solved, the perfusionists on duty changed the controller. It was suspected that the cause was bent pins. It was noted that the controller exchange went smoothly.

Manufacturer narrative:
A supplemental report is being submitted for additional information was received. Additional products: d1: controller d4: expiration date: 30-march-2023/ serial#: (B)(6) h4: mfg date: 25-march-2022 h6: the codes present in section h6 correspond to components/products that comprise the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
A supplemental report is being submitted for additional event details. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the battery did not exhibit a malfunction and the alarm occurred because the battery had been powering the controller for an extended period of time and needed to be replaced.

Manufacturer narrative:
UDI information is unable to be obtained as the necessary information is unavailable and d4 UDI is therefore blank. Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that there was a red alarm and battery problem. The caller, was unable to connect an ac adapter to the controller due to a lack of knowledge, the device remained in service. The caller mentioned contacting someone internally at the clinic for assistance and planned to call the hotline again, but no further communication was received. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A supplemental report is being submitted for investigation completion. Product event summary: the controller ((B)(6)) and the battery (unknown serial number) were not returned for evaluation. Review of the manufacturing documentation confirmed that the controller met all requirements for release. A review of the battery device history record was not performed as the device lot number is unknown. Log file analysis was not performed since log files were not available for analysis. As a result, the reported events could not be confirmed. Of note, a critical battery alarm is a high priority alarm indicated by flashing red of the controller. Applicable risk documentation and experience with events of similar circumstances were considered; a possible root cause of the reported bent pin event can be attributed to misalignment during connection attempts between the metal receptacles on the controller and the plastic connector plugs in the battery and/or adapter cables. The socket pins may not withstand applied forces from subsequent misaligned connections, causing the pins to bend. Based on the limited information available, the most likely root cause of the reported critical battery alarm can be attributed to the patient allowing the batteries to deplete to below 10% rsoc, triggering critical battery alarms. Additional products: d4: model #:1420-controller 2.0 / serial #: (B)(6) h3: no h6: the codes present in section h6 correspond to components/products that comprise the reported event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.